Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage cable connectors. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality, the images are dark and grainy. No patient injury was reported.